Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that alarms was confirmed and reproduced during product evaluation. This condition was due to the motor being separated from the gear box. The motor was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump with a condition of "alarms." This condition occurred during programming/setup. During product evaluation, baxter personnel confirmed this condition, and found the pump alarmed constantly and interrupted delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.